Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent alarms (alarm 30 - motor stall) occurred with multiple cartridges during basal delivery. The customer's blood glucose level was approximately 130 mg/dl. Reportedly, the customer was able to reload a cartridge successfully, and continued using the pump for insulin therapy.